Manufacturer narrative:
H10: the actual device was received for evaluation (previously no sample). A visual inspection was performed using the naked eye which observed a 1mm cut on the tubing which was 39cm away from the clearlink luer. A functional under water pressure test was performed which revealed a leak from the cut location. The reported condition was verified. Per the event description, the reported condition of leak occurred at the completion of the infusion. There was no report of leak before the start of the infusion, during set up or the priming stage. With a 1mm hole on the tubing, it would have been leaking during the product set up or priming stage, before the start of the infusion. Therefore, the cause of the condition was determined to be user related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set was punctured which resulted in a leak. This issue was identified after patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.